Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user changed their infusion site due to a hyperglycemic episode of 313 mg/dl. The user was trying to announce a meal and for some reason the device said 4% delivered. They are using the teflon infusion set 6mm 23". When walking through the supply change process the user got the unable to proceed alert twice. All supplies were removed to restart the pump and perform a dry run and supply change. Insulin delivery was resumed by the end of the call with the customer care agent.